Event description:
Patient is treated for hair removal on her face and chin. Patient is present with burns on her chin and applied sivaden cream and physician prescribed bactrim.

Manufacturer narrative:
Device investigation pending. If new relevant information is obtained, a supplemental medwatch will be completed.